Manufacturer narrative:
For 1 of the events: 1. Summary of investigation results: the investigation found an interfering factor against sulforu-label in the sample. Per product labeling for the assay: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. 2. Summary of follow up/corrective actions taken: sample material from the patient was investigated. For 1 of the events: 1. Summary of investigation results: no interfering factors were identified. A general product problem can be excluded. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The investigation did not identify a product problem. 2. Summary of follow up/corrective actions taken: the samples were received for investigation.

Event description:
1. There was an allegation of questionable elecsys ft4 iii results for one patient from the cobas e411 rack analyzer and for two patients tested on a cobas e 801 analytical unit and compared to the abbott method. 2. Patient age range: asku, 3-6 years. 3. Patient weight range: asku. 4. Patient sex breakdown: asku, 1 female, 1 male. 5. Patient race breakdown: asku, 2 asian. 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
For both events: 1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow up/corrective actions taken: sample material from the patient was requested for investigation. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.